Manufacturer narrative:
This report is resubmitted to ensure the enclosed attachment can be easily opened by the FDA. Attachment: user facility medwatch report number mw5087401.na -

Manufacturer narrative:
Date of event: (B)(6) 2017 is an estimated date of event. Exemption number e2019001. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of infection, as listed in the absolute pro instructions for use (IFU), is a known possible adverse event that may be associated with the use of a stent in peripheral arteries. Based on the case information, a conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
B3:(B)(6) 2017 is an estimated date of event. The stent remains in patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. User facility medwatch report number mw5087401.

Event description:
User facility medwatch received that states: "patient has had an array of symptoms such as cellulitis, bone infections, and intermittent chest pains such that it felt that something was broken in there, since the first implant. Patient sates that she had two toes amputated as a result of the implant and she has also had a staph infection of her toes. Patient has also said that she might have to lose her leg. It was reported that following a non-abbott stent being implanted on (B)(6) 2016, the patient had reported symptoms of cellulitis, bone infections and intermittent chest pain which felt as if something was broken in there. On (B)(6) 2017 the patient had a 6.0 x 100 mm absolute pro stent implanted. On an unknown date the patient had two toes amputated and a staphylococcal infection diagnosed. The patient has reported that she may have to have her leg amputated. No additional information was provided.